Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). This patient has been reported to have a type 2 endoleak with sac growth in the past with no intervention reported. Now it has been reported that this patient still has the type 2 endoleak with sac growth but may also have a type 3a endoleak. The physician is currently planning a an intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: patient code: remove codes 1924 and 1708. Device code: remove code 1356.

Event description:
Additional information: during our investigation it was confirmed that there is no device failure therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.